Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device showed the charge-pak icon, as well as the attention icon. Physio-control determined that the cause of the reported failure was due to pins 4 and 5, and pins 3 and 4 of the flex cable assembly being shorted. This caused the internal hlc battery, designator bt3 to deplete and the device not to remain on and charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.

Event description:
It was reported to a physio-control customer service representative that the customer's device showed the charge-pak icon in the readiness display. During device evaluation by physio-control it was observed that the device showed the attention icon, as well as the charge-pak icon and that the device would not remain on to charge and shock defibrillation energy. There was no report of patient use associated with the event.

Manufacturer narrative:
The initial medwatch report states: physio-control evaluated the device and verified the reported failure. It was observed that the device showed the charge-pak icon, as well as the attention icon. Physio-control determined that the cause of the reported failure was due to pins 4 and 5, and pins 3 and 4 of the flex cable assembly being shorted. This caused the internal hlc battery, designator bt3 to deplete and the device not to remain on and charge and shock defibrillation energy. A replacement device was provided to the customer under warranty. The initial medwatch report should state: physio-control evaluated the device and verified the reported failure. It was observed that the device showed the charge-pak icon, as well as the attention icon. Physio-control determined that the cause of the reported failure was due to pins 4 and 5, and pins 3 and 4 of the flex cable assembly being shorted. This caused the internal hlc battery, designator bt3 to deplete and the device not to remain on and charge and shock defibrillation energy. A replacement device was provided to the customer under warranty. The shorted pins on the charge-pak and switch flex cable assembly connector were caused by tin whisker growth on the connector pins.